Event description:
It was reported that the device was suspected of reaching eri (elective replacement indicator) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Also, analysis of the device memory showed the battery indicator signifying that it is time for device replacement. It was noted that voltage eri triggered on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same brand family to a device marketed in the u.s.